Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image. Also, evaluation found the ID chip had no data. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the evis exera ii bronchovideoscope went black. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.